Manufacturer narrative:
Additional information provided: b.5 no device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that during pca check at 0400 the rn noticed the 24 hr. Demand/delivery volume was incorrect from vtbi. Customer stated: "12/8/4hr demand/delivery volumes were consistent with vtbi amount. Vtbi verified against volume in syringe"the customer confirmed that there was no patient harm . It was later reported per risk manager that facility will not provide any additional event details an requested to close complaint.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that during pca check at 0400 the rn noticed the 24 hr. Demand/delivery volume was incorrect from vtbi. Customer stated: "12/8/4hr demand/delivery volumes were consistent with vtbi amount. Vtbi verified against volume in syringe." The customer confirmed that there was no patient harm .